Manufacturer narrative:
While onsite the technician counseled the facility's biomed department on the proper use and maintenance of the amsco 400 sterilizer specifically, re-securing the bottom panels after performing maintenance activities.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the amsco 400 sterilizer. The technician found the sterilizer was missing several pieces of hardware. The amsco 400 sterilizer was installed in 2014 and is not under steris service agreement for maintenance activities. The user facility's biomed has been performing all maintenance activities. The root cause of the reported event can be attributed to user error. The sterilizer's bottom panel was not secured properly after it was taken off last by the facility's biomed department. The technician re-secured the panel in place and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported the bottom panel on their amsco 400 sterilizer fell and hit an employee's foot. The user facility did not disclose whether the employee received medical treatment.